Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to unknown complications. (Left) they went in to remove the insert and tibia base and during surgery it was discovered that the femoral component presented loosening and the doctor decided to make a crop and leave a spacer to schedule another surgery in 3 to 5 months.